Event description:
The reason for this MDR is to report an adverse event that occurred in (B)(6). The pt presented to the hospital complaining of chest pain for 3 days. An EKG revealed st elevation that suggested a myocardial infarction that had occurred within the last 3 hrs up to 2 days ago. The pt was found to have two-vessel disease with occlusion of the proximal lad just at the origin from the left main. Aspect of a massive thrombus with moderate calcification of lad indicating thrombus aspiration as the primary approach. The thromcat device was chosen, but was unable to advance through stenosis. Pre-dilatation was done; the last attempt to advance the thromcat was unsuccessful even with moderate pressure applied. Angiogram showed a perforation. A covered stent was placed into the lad but failed. The stent could not be withdrawn and was lost into the main stem. Pt was transferred to the operating room for emergent surgery. Pt ultimately did not survive the surgery. There was no alleged defect or malfunction of the thromcat device.

Manufacturer narrative:
There were no devices returned for engineering analysis. The results of an internal device lot history review found no issues or non-conformances. (B)(4).